Event description:
On 10/2/98, a tray jam occurred on the "ppc" and two false negative results for hcv 2.0 eia were obtained from the run. All units were reprocessed and none of the donor units from the tray jam were transfused. However, the units of blood were released to the donor pool afer completion of testing on 10/2/98. Reprocessing results were reported to abbott customer svc ctr on 10/8/98. According to the account, hcv and destination maps stamped with incubation times in and out of the dynamic incubator were listed. The "ppc" tray jam was indicated on both incubation logs. The power had to be cycled to remove the jammed tray. The tray jam occurred on the first incubation, delaying the time in the dynamic incubator for the second incubation. The tray exceeded the incubation time for the frist incubation error code info is not available because the tray tickets were disregarded by the account. No further info has been provided by the account. Varying results were received for a donor sample being".